Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise on presenting electrogram (egm) and two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, an analysis of device data noted that this device started to develop symptoms of sensing artifacts. Ts discussed possible causes and reprogramming options, while also recommending a x ray. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, noise which led to the inappropriate shock on alternate and could recreate with pocket manipulation and pressing on the electrode. This s-ICD system was reprogrammed to the secondary sensing vector and no noise was noted. X ray was performed to confirm system position and will continue to monitor the patient. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise on presenting electrogram (egm) and two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, an analysis of device data noted that this device started to develop symptoms of sensing artifacts. Ts discussed possible causes and reprogramming options, while also recommending a x ray. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise on presenting electrogram (egm) and two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, an analysis of device data noted that this device started to develop symptoms of sensing artifacts. Ts discussed possible causes and reprogramming options, while also recommending a x ray. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, noise which led to the inappropriate shock on alternate and could recreate with pocket manipulation and pressing on the electrode. This s-ICD system was reprogrammed to the secondary sensing vector and no noise was noted. X ray was performed to confirm system position and will continue to monitor the patient. This s-ICD system remains in service. No additional adverse patient effects were reported.